Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results the complaint for ¿ineffective stimulation/coverage¿ was not confirmed. As received, both leads were incomplete, cut into two pieces (stimulation end and terminal end), consistent with explant damage. Microscopic inspection revealed multiple electrocautery marks on the body segments of the leads. Regardless, the segments of the leads passed continuity testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had two leads from the same lot. It was reported the patient's scs system was explanted due to her not receiving the coverage needed to provide pain relief.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.